Event description:
The customer received a high out of range control reading of 248mg/dl on her contour meter. While checking the memory of the meter it was discovered that the reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was satisfied with troubleshooting during the call. Product was not replaced.